Event description:
A signal loss issue was reported with the abbott diabetes care (adc) device. A customer reported encountering "signal loss" while wearing the adc device. As a result, the customer experienced shaking and disoriented however, the customer was able to self-treat with juice. There was no third-party intervention provided for the reported issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. [Insert applicable caveat comments]. All pertinent information available to abbott diabetes care has been submitted.